Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to corrected information: describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact. Medical device brand name: bd max¿ system, bd max¿ instrument investigation: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The customer reported receiving a false positive report. Field service was not dispatched. Customer was advise to wait and see for reoccurrence of the false positive. After 60 days of no issue, the complaint was close. Root cause cannot be determined with the information provided. The complaint is unconfirmed. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. Investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical with the bd sars-cov-2 reagents for bd max¿ system, a false positive result was obtained. There was no report if repeat or confirmatory testing was performed. There was no report of patient impact.